Event description:
As reported by the user facility: (B)(4), lot #1h25258301, date of occurrence: (B)(6) 2012. Event: shield did not fully engage over needle tip. During trial for product, IV started on pt. No difficulty inserting. Nurse laid stylet on wrapper on bed, tech noticed shield not engaged over end of needle. Bevel of needle sticking out past shield. Ref MFR report 9610825-2013-00090.